Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pain ("pain radiating to the thigh"), arthralgia ("joint pain") and asthenia ("asthenia"). Salpingectomy was scheduled on (B)(6) 2017 for essure removal. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, pain, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for pelvic pain, pain, arthralgia and asthenia with essure. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Salpingectomy was scheduled for essure removal, approximately 9 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case patient's medical history and concurrent conditions were unknown. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product technical analysis is expected, and further information has been requested.

Manufacturer narrative:
The patient's past medical history included nulliparous. Concurrent conditions included hypothyroidism. The patient was treated with surgery (laparoscopic bilateral subtotal salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. The reporter commented: according to reporter, essure removal was performed the patient's request (not due to medical reason). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated no specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-apr-2017: follow-up questionnaire. Events and patient information updated. On 13-apr-2017: quality safety evaluation received. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Approximately 9 years after insertion, a laparoscopic bilateral subtotal salpingectomy was performed and coils were removed. This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case patient has the concurrent conditions of hypothyroidism were and is nulliparous. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since intervention was required (device removal via laparoscopy). According to product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected from reporter.